Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during testing, the pump powered on with a dim and discolored display screen; no cloudiness was observed. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy) issue. The patient alleged his display to be cloudy and dim; this has happened gradually. The patient stated that he changed battery out and has not resolved issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.